Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock caused by signal amplitude reduction and noise oversensing. Non-physiological noise was also observed in two non-treated episodes. An in-clinic follow-up was performed and no noise nor signal amplitude reduction was obtained with pocket manipulations. Further review by technical services (ts) was requested for programming recommendations. Additional information was received. The s-ICD system was explanted and replaced for another s-ICD system. No additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock caused by signal amplitude reduction and noise oversensing. Non-physiological noise was also observed in two non-treated episodes. An in-clinic follow-up was performed and no noise nor signal amplitude reduction was obtained with pocket manipulations. Further review by technical services (ts) was requested for programming recommendations. Additional information was received. The s-ICD system was explanted and replaced for another s-ICD system. No additional adverse patient effects were reported. The device is expected to be returned for analysis.